Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetes-related issues. The customer's history showed a battery out limit for (B)(6), 2014, a no delivery alarm on (B)(6), 2014 and several low reservoir alarms. The customer declined troubleshooting. At the time of this report, the customer's blood glucose was 182 mg/dl. Nothing further was reported.